Event description:
The account reports during an atrial fibrillation ablation, a vascular dissection occurred which resulted in a pericardial effusion. The ablation catheter and sheath were placed at the coronary sinus. When injecting the contrast agent into the coronary sinus using the 5f vertebral diagnostic catheter, an obstruction was noted. When removing the sheath from the coronary sinus, a dissection in the coronary sinus was observed. The patient was observed and remained hemodynamically stable. No intervention was required. Ultrasound was completed which diagnosed the effusion. The effusion resolved on its own without medical or surgical treatment and the patient is stable.

Manufacturer narrative:
The suspect medical device was not returned for evaluation.the complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened.